Event description:
It was reported that the liner trial was damaged while trialing.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - according to the information received, it was reported that the liner trial was damaged while trialing. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device revealed that (221852045, pinnacle dm liner trial 52_45) had scratches around the recess of the screw and the inner head was slighly stripped. The observed condition could be attributed to unintended use error, the observed condition on the recess of the screw was consistent by exposure to unintended forces, most likely cause due to over torquing. Regarding the scratches, it is consistent with other tools and hard edges coming in contact with the device, properly handling and attention to the approved use of the device diminishes the risk of failure. A functional inspection was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pinnacle dm liner trial 52_45 would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.